Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had cracked display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and motion sensor test failure alarm. The blood glucose at the time of the incident was 150 mg/dl. The pump started beeping and resetting itself. The customer rewound the pump and it alarmed motor error. The customer did this four times and was in an endless loop. The pump history had the following alarms: motor error, low reservoir, check settings and motor position encoder error. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was not able to resolve the issue. The device was returned for analysis.